Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although the specific value was not provided. Reportedly, the customer received an incomplete bolus alert due to the customer not completing a bolus. Elevated bg was addressed by a bolus via the pump and manual insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.